Event description:
The customer reported the generation of erroneous high sodium (na) patient results on their dxc 700 au chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. No erroneous results were reported out of the lab. The customer did not provide patient demographics. The customer reported high sodium results on their dxc700 au clinical chemistry analyzer: patient ID#: (B)(4) generated a result of 164mmol/l on the (B)(6) 2022. Patient ID#: (B)(4) generated a result of 152mmol/l on the (B)(6) 2022. Patient ID#: (B)(4) generated a result of 164mmol/l on the (B)(6) 2022. Patient ID#: (B)(4) generated a result of 151mmol/l on the (B)(6) 2022. Patient ID#: (B)(4) generated a result of 159mmol/l on the (B)(6) 2022. The samples were run on another system (details not provided) and the results generated were within the expected range. Patient ID#: (B)(4) generated a result of 139mmol/l on repeat. Patient ID#: (B)(4) generated a result of 138mmol/l on repeat. Patient ID#: (B)(4) generated a result of 141mmol/l on repeat. Patient ID#: (B)(4) generated a result of 139mmol/l on repeat. Patient ID#: (B)(4) generated a result of 138mmol/l on repeat. A beckman coulter fse (field service engineer) was dispatched to the customer site to perform troubleshooting.

Manufacturer narrative:
The beckman coulter internal identifier is (B)(4). The customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity or race. The customer telephone number is (B)(6). A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse replaced the buffer syringe and buffer valves which was unsuccessful in resolving the high sodium results. The fse replaced the sodium electrode and this resolved the issue. In conclusion, there is sufficient evidence to suggest the cause of the event is a hardware malfunction.